Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date ((B)(6) 2019) was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number: sc-2218-50. Serial number: (B)(4). Batch/lot number: 16121663. Model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure and was doing well postoperatively.